Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6), 2021 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the handle's retaining bolt has detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the handle's retaining bolt was broken out. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as bolt shouldn¿t be broken out and it contributed to incident in that way. At the time when the event occurred the device was not being used for patient treatment. According to information provided by sales and service unit, the handle holder attachment has broken due to an error in use. Therefore, the most likely root cause is established as user related. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The correction of h10 addtl mfg narrative/corr. Data deems required. This is based on the further internal evaluation. Previous h10 addtl mfg narrative/corr. Data: getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the handle's retaining bolt was broken out. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification as bolt shouldn¿t be broken out and it contributed to incident in that way. At the time when the event occurred the device was not being used for patient treatment. According to information provided by sales and service unit, the handle holder attachment has broken due to an error in use. Therefore, the most likely root cause is established as user related. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. Corrected h10 addtl mfg narrative/corr. Data: getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the handle's retaining bolt was broken out. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. According to service technician, the customer damaged the handle himself as it got stuck while adjusting the light. The part was renewed and functionality of the device was checked. It was established that when the event occurred, the surgical light did not meet its specification as bolt shouldn¿t be broken out and it contributed to incident in that way. At the time when the event occurred the device was not being used for patient treatment. During the investigation it has been established that occurrence rate is very low (0,09%). The issue has been analyzed by subject matter expert. The most probable root cause of this breakage could be an excessive radial force applied on the handle combined with repeated movements, and led to the breakage of the screw threads. In the instruction for use nu_powerled_01581 ed.09 pages 25-26, ¿§4.3 installing or removing a sterilisable handle¿ is giving requirements for the user, in order to correctly install and remove the handle. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).